Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and turbid effluent. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with extraneal and physioneal therapies was not reported. At the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.